Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 11/25/2008 by fax and mail. A completed questionnaire was received on 12/09/2008.

Event description:
A consumer reported having blurry vision at all distances following intraocular lens (iol) implant surgery. The surgeon reported that the patient has residual astigmatism which was expected. The patient was given prescription glasses.